Event description:
Customer reported that touchscreen of insulin pump was cracked and shattered, rendering it unresponsive. There was no adverse impact to the customer's blood glucose level. Cts decided to replace the pump and provided a replacement with updated software. Customer was instructed on storage mode procedures, and how to return the damaged pump within 10 days to avoid charges. Replacement pump shipping details were confirmed, and instructions were given to program settings and connect the cgm to the new pump. Customer was informed they would need to contact their healthcare provider for backup insulin therapy.